Event description:
It was reported that the guidewire could not be inserted in the left ventricular lead during implant; the lumen was occluded. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.